Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The clip jammed in the device when fired. When a clip did feed, it would drop from the device. The 2nd and 3rd devices pulled did the exact same thing. Another device of different product code was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Lumen. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? Crunch. Did anything unexpected happen prior to this incident? Jam and then drop clips. Was the device fired after this incident in or out of the patient? Both. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Yes.

Manufacturer narrative:
(B)(4). The analysis result showed that the instrument was received empty and with the jaws found to be in a yielded condition, making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.